Event description:
It was reported that the pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The caller attempted several troubleshooting steps, including using different wall outlets, wall adapters, and charging cables, but the issue remained unresolved. Customer reverted to an alternate method of insulin therapy.